Event description:
During a lap gastric bypass procedure, the devices were difficult to fire; the staples did not form into a b-shape, the staple line was not of complete length and the cut line was not of complete length. The case was completed without pt consequence.